Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to breathing circuit section d4: expiration date added section d4: UDI details updated section g1: contact person updated to mr. (B)(6) section h5: labeled for single use updated to no. Method: the complaint 900mr810 adult heated wall reusable breathing circuit was received at fisher & paykel healthcare (f&p) new zealand, where visual inspection and performance testing were carried out. Results: performance testing of the device could not replicate the reported malfunction and the device was working as intended. Conclusion: we are unable to determine the cause of the reported fault as there was no fault found with the returned device. All 900mr810 adult heated wall reusable breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. The user instructions that accompany the 900mr810 adult heated wall reusable breathing circuit state the following: -"inspect circuit before re-use, do not use if the circuit shows signs of deterioration, such as cracks, tears, or damage" -"perform a pressure and leak test on the breathing system, and check for occlusions, before connecting to a patient" -"do not cover the circuit with materials such as blankets, towels or bed linen" -"disconnect tube by handling end connectors only, do not pull or twist tubing, as this may cause damage".

Event description:
A healthcare facility in taiwan reported, via a fisher & paykel healthcare (f&p) field representative, that a 900mr810 adult heated wall reusable breathing circuit was damaged. There was no reported patient consequence.

Event description:
A healthcare facility in taiwan reported, via a fisher & paykel healthcare (f&p) field representative, that a 900mr810 adult heated wall reusable breathing circuit was damaged. There was no reported patient consequence.

Manufacturer narrative:
Ps437720. Method: the complaint (B)(4) adult heated wall reusable breathing circuit was received at fisher & paykel healthcare (f&p) new zealand, where visual inspection and performance testing were carried out. Results: performance testing of the device could not replicate the reported malfunction and the device was working as intended. Conclusion: we are unable to determine the cause of the reported fault as there was no fault found with the returned device. All (B)(4) adult heated wall reusable breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. The user instructions that accompany the (B)(4) adult heated wall reusable breathing circuit state the following: "inspect circuit before re-use, do not use if the circuit shows signs of deterioration, such as cracks, tears, or damage." "Perform a pressure and leak test on the breathing system, and check for occlusions, before connecting to a patient." "Do not cover the circuit with materials such as blankets, towels or bed linen." "Disconnect tube by handling end connectors only, do not pull or twist tubing, as this may cause damage."

Manufacturer narrative:
(B)(4) the complaint 900mr810 adult heated wall reusable breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in taiwan reported, via a fisher & paykel healthcare (f&p) field representative, that a 900mr810 adult heated wall reusable breathing circuit was damaged. There was no reported patient consequence.